Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/prn slm npvc foreign matter. On july 19, 2024, after checking that the outer packaging of the indwelling needle was intact, the nurse opened the indwelling needle in preparation for sticking the patient with the needle and found foreign material on the heparin cap (black dotted impurities, white flocculent material), and opened two needles in a row.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#3262380. 1-this batch of products were assembled at intima ii auto line 4 in october 2023, and packaged at r245 package line in october 2023. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. Check the retained samples of this batch, no foreign matters are found. Please see attachment for the inspection report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As the status and composition of the foreign matters on the prn cannot be identified, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.